Event description:
It was reported that insert was replaced because the revision surgeon felt the knee was a little loose and felt a thicker insert would benefit the patient.

Event description:
It was reported that patient underwent a minor revision tkr to implant a patella and exchange the existing tibial insert. No malfunction of the insert was communicated.